Manufacturer narrative:
The case description states that the user received an empty reservoir message a few hours after applying the pod. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the log files show that "low pod insulin" and "pod out of insulin" notifications were displayed to the user on (B)(6) 2023 at 06:24. Based on the audit log files, this pod was activated only 8 hours and 26 minutes prior to that on (B)(6) 2023 at 21:58. Inspection of the phb file show that the user was in manual mode for the duration of the pod, and delivering 50 pulses of insulin every 5 minutes for the majority of the pods run. No boluses were delivered using this pod. By the time of deactivation, the pod ran 4122 pulses, which would line up with an empty reservoir. The audit logs also confirm this pulse count over the duration of the pod. The log files also show that the basal rate during manual mode was 30u/hour which is the max basal rate allowed to be set. No problems were found with the system that would lead to an inaccurate empty reservoir message.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 300 mg/dl while wearing the pod. The patient reports receiving an empty reservoir alert on their phone although the pod had recently been applied and a bolus of 4 units was delivered. The patient removed the pod from the infusion site and had consumed food through the night to keep their blood glucose level under 200 mg/dl. Once at the hospital the patient was prescribed insulin to be taken manually 2 times daily until the patient could follow up with their endocrinologist. The patient was released from the hospital after 4.5 hours.